Event description:
During the removal of the scalp electrode immediately after delivery, a scalp laceration was noted. Subsequently, csf was noted to be leaking from wound. A neurosurgical consult was done and laceration sutured (2 stitches). No permanent injury is anticipated.